Event description:
Additional information received reported the patient's broken lead was replaced and his therapy had resumed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type programmer, patient; product ID 3888-28, lot# l40605, implanted: (B)(6) 1996, product type lead. (B)(4).

Event description:
It was reported prongs of the extension were broken. It was also reported when stimulation was turned on there was no stimulation se nsation. Impedances were all within normal range but patient was not feeling any stimulation with test stimulator on the table. They placed original quad lead in 1x8 slot then tried using 1x4 slot. When they used the 1x4 they got impedances greater than 40,000 ohms. It was noted the patient had not used stimulation for several years. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.